Manufacturer narrative:
The certas valve (828804) was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected a bump mark was noted in the valve upper casing and the cam was in the up position as well as needle holes in the needle chamber. The valve was hydrated. The valve was tested for programming and valve failed the test, would not program to setting 1. The valve was dismantled and was examined under microscope at appropriate magnification: a bump mark was found in the upper casing as well as the helical spring was out of line (bent). The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for occlusion, reflux and siphon guard. The root cause for the bump mark in the top of the valve casing is due to the valve receiving a hard knock. The root cause for the rotating construct stuck in the upper position is due to the valve receiving a hard knock. The root cause for the programing issue noted during the investigation was due to the valve receiving a hard knock. The root cause for the bent helical spring is due to the valve receiving a hard knock. The root cause for the ¿set pressure changed¿ issue reported by the customer is due to the valve receiving a hard knock.

Event description:
A physician reported a certas valve was implanted in the patient via ventricular peritoneal shunt on unknown date with unknown setting. The patient presented to the outpatient department a few months ago, the set pressure was supposed to be 5, however, it was changed to 1. The cause was unknown and the patient did not have an MRI scan. The set pressure was returned to 5 and the patient was followed up. The patient had convulsions due to subdural hematoma. The valve was removed and replaced on (B)(6) 2021. The set pressure was 5 when the product was removed and it was visually confirmed that the magnet inside the valve was floating instead of the bottom surface of the valve.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.